Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the physician used a gtrs-200-rb to remove a celect platinum filter. He said the filter was tilting down and that made it a difficult case. He tried several times to remove the ivc filter but the loop of the gtrs was broken. The ivc filter was eventually removed. Patient outcome: no side effect.

Event description:
"No additional information regarding the patient and/or event has been received since the previous medwatch report was sent".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: the investigation was based on the event description only. It was reported that the filter was difficult to retrieve due to tilt. The physician tried several times, so the loop of the gtrs almost broke off. Filter finally retrieved with a non cook device with no side effect to the patient. No imaging was provided and based on the information received it would be inappropriate to speculate at what may or may not have caused the filter to tilt and the reported difficulties in retrieving it. Potential causes of filter tilt may include filter placement in ivcs with diameters larger than those specified in the instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.